Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd extension set filter was observed to drip (leaking) during use. The pump did not signal this issue and the event occurred at the patient's house. There was patient involvement and no harm reported.